Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "continuous improper shutdowns" was not reproduced. A review of the event history log (ehl) revealed multiple events of "improper shutdown!". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No device correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had improper shutdowns. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.